Manufacturer narrative:
(B)(4) for explant of intraocular lens (iol). Prior to release to market the iol met manufacturing specifications. All pertinent information available to the manufacturer has been submitted.

Manufacturer narrative:
The intraocular lens (iol) was returned to abbott medical optics quality assurance laboratory. The inspection of the returned lens noted one (1) detached haptic, torn optic and appeared to have evidence of viscoelastic. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that during an implant of an intraocular lens (iol) the posterior capsue tore and a vitrectomy was performed. The doctor attempted to implant the iol in the sulcus but the patient's anatomy would not support the lens and the lens was explanted. No other lens was placed during the procedure. Incision enlargement and sutures were required. The lens was destroyed during the procedure and will not be returned to the manufacturer. No patient injury reported.